Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device was able to power on using ac power but failed to power on under battery power. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. Internal inspection showed the device was returned without the battery. During testing the device remained on ac power for 2 hours without error or unexpected shutdown. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device powers on and off intermittently. No patient impact or consequences were reported.